Manufacturer narrative:
Visual examination of the returned screwdriver confirmed the tip to be broken off and missing. Review of device history records confirmed the instrument was manufactured to specification requirements. The root cause cannot be positively determined. However, the application of atypical force upon the driver during screw insertion can result in this type of breakage. As the broken fragment is encapsulated within the screw head and is covered by the rod, there is of no concern for migration should the problem go undetected at point of use. The instrument is made of (B)(4) and although it is not implant grade, it is controlled in its manufacturing and specifications. In particular, it is resistant to corrosion in a variety of environments, including blood. The likelihood of any biocompatibility issue resulting from the malfunction is extremely low. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports the tip of the viper2 x-tab cannulated polyaxial driver was found to have broken off from the device. The condition was found when a loan kit was returned from the field. The hospital did not report a product complaint to the product specialist and there was no report of adverse consequences. As the instrument is used in minimally invasive surgery and an unintended portion of the instrument could potentially have been left in the hex feature of the screw in vivo, a medwatch report is being filed to document the event.